Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. Same case as 6000093-2006-01558 and 01559. It was reported that 8 days after a coronary artery drug eluting stenting procedure, the pt had a myocardial infarction (mi) and stent thrombosis (st). The index procedure treated a denovo lesion located at the med left anterior descending artery (mid lad) with predilation and successful placement of three taxus express2 2.50x20mm drug eluting stents. Target lesion characteristics were not provided. Pt was discharged the next day on aspirin and plavix. Eight days after the initial procedure, the pt presented with chest pain and had a q-wave mi and also had st in the mid lad confirmed angiographically. The totally occluded lesion was treated with predilation and placement of two overlapping taxus express2 2.5x20mm stents in the mid lad and one taxus express2 3.0x16mm stent in the mid lad. Plain old balloon angioplasty (poba) was then performed in the mid lad followed by final kissing balloon. The procedure was complicated by intramural dissection of the left iliac artery which was repaired by a genesis 8x39mm stent. The pt tolerated the procedure well. The pt was on aspirin and plavix at the time of the event.